Event description:
At the end of a peripheral angiography procedure. A perclose closure device was inserted into the left common femoral access site. The cardiologist decided it was not ideal to deploy suture, to remove the perclose unused, and to hold manual pressure to the percutaneous access. While removing the perclose from the body, the perclose separated in half due to binding from scar tissue. Immediate manual pressure was held while visualization under fluoroscopy to identify the detached foreign object. A cv surgeon was called and consulted. Anesthesia was called for deeper sedation and the patient and procedure room prepped for surgical cutdown to retrieve the broken perclose portion. The cv surgeon was successful with retrieval, the cutdown was sutured and access closed. The patient was taken to recovery with no further complications. FDA safety report ID# (B)(4).